Event description:
It was reported the patient had problems with their stimulator since implant. It was noted the physician 'fixed' it, it was working fine and then it stopped charging after a revision. It was reported the stimulator 'may be flipped' and it was noted the stimulator was 'turned sideways.' The patient did not know if it was flat, but they could feel a wire. It was noted when the patient felt or touched their wires they felt a burning. It was also reported the pocket was 'puffy and warm all the time.' It was noted it was painful for the patient, it was even 'painful to wear pants.' It was also reported an overdischarge was suspected. It was noted the last successful charging session was 2-6 months prior. It was noted the patient attempted to charge during this time but they consistently got a poor communication icon. It was also noted the patient attempted to charge using tape, bandages, and the charging belt. It was noted the patient had gained 40 pounds. It was also reported the patient believed they may have pinched a nerve. The patient was having pains going down their left leg and into their foot. It was noted the patient saw their pain physician and they took a digital x-ray and the physician said 'the system needs to come out' according to the patient. It was noted the patient was very frustrated and wanted the device removed. Refer to manufacturer report #'s 3004209178-2013-06825 and 3004209178-2013-06826 for report on previous revision. Refer to manufacturer report # 3004209178-2013-06831 the patient has multiple devices and it was unclear which device pertained to the event.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).